Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("violent pain in the abdomen") in a female patient who had essure (batch no. 624501) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), pain ("various pain throughout the body (upper and lower limbs, etc.)"), tinnitus ("ringing in the ears"), dyspareunia ("pain following intercourse"), rash pruritic ("itching and patches on the face"), fatigue ("constant fatigue") and adverse event ("various other symptoms"). At the time of the report, the abdominal pain, pain and fatigue had not resolved and the urinary tract infection, tinnitus, dyspareunia, rash pruritic and adverse event outcome was unknown. The reporter provided no causality assessment for abdominal pain, adverse event, dyspareunia, fatigue, pain, rash pruritic, tinnitus and urinary tract infection with essure. Further company follow-up with the regulatory authority is not possible. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("violent pain in the abdomen") in a female patient who had essure (batch no. 624501) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), pain ("various pain throughout the body (upper and lower limbs, etc.)"), tinnitus ("ringing in the ears"), dyspareunia ("pain following intercourse"), rash pruritic ("itching and patches on the face"), fatigue ("constant fatigue") and adverse event ("various other symptoms"). At the time of the report, the abdominal pain, pain and fatigue had not resolved and the urinary tract infection, tinnitus, dyspareunia, rash pruritic and adverse event outcome was unknown. The reporter provided no causality assessment for abdominal pain, adverse event, dyspareunia, fatigue, pain, rash pruritic, tinnitus and urinary tract infection with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.